Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. A defect on the power cord cable was discovered to be the root cause of the reported issue. The cable was replaced and system functions were checked. The damaged cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was not functioning, and there was a problem with the system power. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect power cord cable confirmed the reported problem was caused by an electrical problem. Perform continuity test. Cable failed, intermittent connections found when testing continuity on the cable. Cable failed visual inspection. A 1 inch break in the outer jacket that covers the three conductors inside. The insulation on the conductive wires are not damaged. The outer jacket also has many scratches and nicks.